Event description:
The user's hearing performance is affected. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected. The user has been re-implanted.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.